Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was called via phone there was a damage in insulin pump. Blood glucose was 82mg/dl. Troubleshooting was performed. Customer stated that there was crack in screen and could read only half of what was written. The customer was advised to revert back up plan. Customer was advised to replace the insulin pump. The product will be returned for analysis.